Event description:
It was reported that a non-preloaded three-piece intraocular lens (iol) was loaded into a butterfly injector. High pressure was noted during delivery, and the trailing haptic kinked. A posterior capsule rent occurred, and the lens was subsequently explanted. A vitrectomy was performed, and medications were prescribed for the posterior capsule rent complications. The procedure was delayed by 30 minutes. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section e1: initial reporter last name: unknown, as information was asked but it was not provided. Section e1: initial reporter: address: unknown, as information was asked but it was not provided. Section e1: initial reporter: email address: unknown, as information was asked but it was not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.